Manufacturer narrative:
Inspection of the bottom housing and environmental seal found no damages or manufacturing defects that the pod deployed into either. No timeouts or drive stalls were observed. The cause of the reported unsure properly inserted event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycaemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: ap3a.240905.015.a2.s938usqs5ayh2 hardware: sm-s938u cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that, on 14th september 2025, their blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. Symptoms included feeling generally unwell and visual disturbance. They sought advice from a healthcare professional (hcp) who advised that the cannula was not properly seated in the infusion site (abdomen). Additional advice from the hcp included drinking fluids in order to improve the blood glucose levels and to go to the hospital if they do not feel any better following this. The patient applied a new pod as treatment.